Manufacturer narrative:
(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for evaluation. The customer provided a photograph that appeared to show a longitudinal depression in the catheter body adjacent to the juncture hub. A review of manufacturing records was performed with no relevant findings. The probable cause could not be determined based on the information provided and without the actual sample. No further action will be taken. Corrected data: the country of the customer has been updated to (B)(6).

Event description:
It was reported that during removal from the patient's vena subclavia, the user found that the catheter had a 1.5cm "slit/crack". A new catheter was placed and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample is expected to be returned for evaluation. It is (B)(6) contaminated.